Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for troponin t short turn around time (tnt stat) on four patient samples. It was determined that all four patients had erroneous results reported outside of the laboratory. All results are in ng/ml. It was determined that the instrument switched over to a standby lot of tnt stat prior to generating the repeat results. It was also noted that one of the qc levels was out of range, but the samples had been run and resulted anyway. The customer indicated per their laboratory protocol, the low control was not valid to report samples on. Patient 1 had an initial tnt stat result of 0.07. The repeat result was 0.010. Patient 2 had an initial tnt stat result of 0.07. The repeat result was 0.010. Patient 3 had an initial tnt stat result of 0.06. The repeat result was 0.010. Patient 4 had an initial tnt stat result of 0.07. The repeat result was 0.010. The initial results for all four patients were reported outside of the laboratory. The customer deemed the repeat results to be the correct results. There was no adverse event. The lot of tnt stat reagent in use was 17016701, with an expiration date of 11/30/2013. The standby lot of tnt stat reagent in use was 17291301, with an expiration date of 06/30/2014. The field service representative found a bent mixer paddle. He performed corrective maintenance by straightening the mixer paddle and performed instrument checks. He also performed performance testing, all results met specifications. The customer ran qc, all results met specifications. The system operation met specifications.